Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and insulin flow block alarm. The customer¿s blood glucose value was 479 mg/dl at the time of incident. The customer¿s current blood glucose value was not checked yet. The customer treated high blood glucose value with syringe. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer said already change set and reservoir but sometime later it was still giving the insulin flow block error. Customer stated the insulin exited. Based on customer report customer does not allege pump was under delivering. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The insulin pump will not be returned for analysis.